Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on an unknown date and was revised on (B)(6) 2019 for polyethylene failure. Revision op report postoperative diagnosis: right hip polyethylene failure. The surgeon identified marked polyethylene synovitis starting posterior and extending inferior, superior, and anterior. The patient was extubated in the operating room and taken to recovery in good condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, field b5 has been updated. Investigation results - the revision reported may have been the result of prosthesis wear that occurred over approximately 19 years of use. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on an unknown date and was revised on (B)(6) 2019 for polyethylene failure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. There is no device information provided. No other information is available.